Manufacturer narrative:
The foot section of the bed (which included the foot and bed motors) and the hand pendant were returned for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, when operating the "bed down" and "bed up" functions, smoke expelled near the head connector and pendant connector. Once the pendant button was released, no additional smoke was observed. The head motor connector and pendant connector had deformation and discoloration. The "foot down" and "foot up" functions were able to be operated without any complications. The underlying cause of the smoke near capacitor c1 of the pcb was due to a defective control box. The deformation and discoloration of the pendant and head motor connectors was due to being in close proximity of the smoke produced by the control box. Invacare is in the process of investigating the root cause of the malfunction. Should additional information become available, a supplemental record will be filed.

Event description:
Per the tbm, the hand pendant, where it plugs into the junction box, smoked, is discolored, and there is a slight burn in the plastic. There is a smell of burnt electric and/or plastic near these components.